Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), drill. G2: foreign, event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an instrument exhibited wear and tear and a replacement was requested. There was no patient involvement. Attempts have been made and no further information has been provided.